Event description:
A customer reported occlusion alarms occurring every other day. There was no adverse impact reported to the customer¿s blood glucose level. The customer declined further troubleshooting or assistance, and no additional information was obtained.